Event description:
The hospital reported that during a coronary artery bypass procedure, an 8mm 30 cm hemashield mdv graft was used for a perfusion line and there was excessive bleeding throughout the entire length of the graft. The patient was administered 3 units of blood and amount of blood loss was not provided. It was noted that the blood loss was also a result of a the ascending aorta replacement. The perfusion was completed with this graft and the type of clamps that were used were not given. The graft is not returning.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non conformance recorded in the lot history. Internal complaint number: (B)(4).